Event description:
It was reported that during the post-op device check, high, out of range, high voltage lead impedance was observed. The pocket was reopened, lead tip was cleaned off and reinserted, but hvli continued to be high. Device header issue was suspected allowing fluid inside. The device was explanted and replaced. The procedure was performed without complications. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and the fault traced to an anomalous transistor. The cause of the field event was due to an anomalous transistor.